Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the insulin pump high blood glucose and low blood glucose randomly. The customer¿s low blood glucose level was 46 mg/dl and the blood glucose at the time of incident was 372 mg/dl. Customer also mentioned another relevant blood glucose values 67 mg/dl 104 mg/dl, 56 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with the food for the low blood glucose as well treated with the manual injection for the high blood glucose. Customer reported that they contacted to their health care professional regarding to the high blood glucose. Customer was alleging the insulin pump for high blood glucose and low blood glucose randomly. Customer reported that the auto mode was not automatically delivering insulin at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.